Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a motor error alarm during basal delivery. Troubleshooting was done. Assisted customer with clearing the alarm. The customer stated that the motor error alarm had occurred once in the past thirty days. The customer stated that they did not use the sensor feature on the insulin pump. Nothing further reported.